Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The reported issue was no occurring at the time of the report; therefore, troubleshooting was unable to be performed. There was no reported impact to customer's blood glucose level. The customer declined to provide additional information regarding the reported issue.